Event description:
The patient reported "sharp pains across shoulder and in shoulder" and questioned if it was related to the pacemaker. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
The patient reported "sharp pains across shoulder and in shoulder" and questioned if it was related to the pacemaker. It was further reported that the device experienced an electrical reset. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters; critical ram parity error logged on (B)(6) 2011 in address "1f f5". Por severity is considered low as device should be able to fully recover after reset. The device was not returned, but diagnostic information is consistent with reported event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.